Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to the service facility. During the evaluation, the reported issue of blurry images was unconfirmed. The unit is giving a bright and clear image. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. H3 other text : evaluation findings are in section h.11.

Event description:
Per tm - image is completely cloudy to where the clinician cannot make out much of anything.

Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed two similar complaints from this serial number. The similar complaints have been reported by the same us facility. The previous complaint evaluations for this serial number ((B)(4)) are: inconclusive, no sample returned for evaluation. (Reference: MDR number 3006260740-2019-00215). Unconfirmed as the failure could not be reproduced during evaluation. (Reference: MDR number 3006260740-2019-00780).

Event description:
Per tm - image is completely cloudy to where the clinician cannot make out much of anything.